Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - at the follow up on january 23, 2019, ra lead impedance was found to be 2096 ohm. The patient had no symptoms. This lead was explanted on (B)(6) 2019 and a new lead was implanted.